Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in hospitalization due to hyperglycemia and ketoacidosis. The patient passed out while walking outside, and a pedestrian found her unconscious and called the ambulance. The paramedics measured a "hi" blood glucose value (= higher than the measurement range of the meter). The patient was immediately brought to the hospital and treated with insulin perfusion and painkillers. The blood glucose value measured in hospital was 680mg/dl. The customer was in a coma until the paramedics arrived, and regained consciousness when she arrived at the hospital. Three days after hospitalization, the customer was discharged in a stable condition and with blood glucose levels in the target range.